Event description:
Spontaneous communication from pt to reported that he would like us to send a new curlin pump as he is having issues where the pump is stuck in the middle of the program since he was unable to infuse 5gm vial during last infusion. Asper notes, pt already spoke with nursing coordinator regarding administration concerns with vials. Pt reports md is aware he did not get full dose during last infusion. Advised pt we will send a new pump out as well as a return pump box, pt understood and psr will set up delivery. No further questions for rph. Pt reports no reactions/ clinical injury due to malfunctioning pump/not receiving full dose. No additional information available. Serial number: (B)(6). Indications: common variable immunodeficiency; selective deficiency of immunoglobulin a [iga]; other common variable immunodeficiencies. Reported to (B)(6) by pt/caregiver.